Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging and one (1) photograph were provided for evaluation. The photograph depicted a vertical crack on the threads of the caresite body. Upon visual inspection of the samples, a vertical crack was identified on the threads of the caresite body. Additionally, a functional leakage test confirmed the presence of leakage. Although crack/leakage was observed from the caresite, the defect was not confirmed to be due to the manufacturing process; therefore, the reported defect was not confirmed. The exact root cause could not be determined at this time. However, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: event 2: the product leaked during infusion of chemotherapy drugs. No injury reported.